Event description:
A customer reported experiencing multiple intermittent occlusion alarms starting on (B)(6) 2025, which escalated to multiple alarms daily by (B)(6) 2025. Despite these issues, there was no adverse impact on the customer¿s blood glucose level since it did not exceed 500 mg/dl, nor did it trigger a "high" reading on their continuous glucose monitor. To resolve the problem, the customer temporarily resumed insulin administration manually until tandem technical support facilitated the replacement of their pump, providing updated software and necessary supplies. Replacement instructions were communicated, and customer acknowledged understanding these guidelines.